Event description:
Patient presented to the physician with the stimulation lead exposed at the neck incision site. Physician brought the patient into the or, flushed the neck incision area, repacked the stimulation lead, and closed.